Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of separation can be confirmed. Visual and functional testing was performed. As received, the tubing was observed to be separated from the buckle connector. No other damages or anomalies were observed. The probable cause is due to a solvent application error during manufacturing in tijuana.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that there was an insulin smell, and the cleo 90 infusion set tubing had broken off from the luer lock. The broken tubing was to be returned for investigation. The pwd had changed to a new tubing, and the pss had guided them through reloading the same cassette so it could be primed. The pwd had successfully resumed insulin delivery. The pwd cgm reading had been 270 mg per dl. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details: born on (B)(6)1977, weighing 235, male, non-hispanic or latino, white.